Event description:
As communicated by the manufacturer to (B)(4) on (B)(6) 2014: pt was treated for muscle spasms and herniated disc at c5/c6 with implantation of roi-c cervical cage on (B)(6) 2012. Following the fusion surgery, the pt work up with hemiplegia. The implant size used is not currently distributed in the united states. Ref MFR# 3004788213-2014-00004.